Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. Blood glucose level at the time of event was 19.2 mmol/l. Patient was found positive for ketones level. The ketones level was 1.5. Patient was treated with saline intravenous (IV) drip. Patient noticed the symptoms of vomiting and stomach ache. The duration of hospitalization was less than 24 hours. No further information was available.